Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte" autoguard" shielded IV catheter adapter was defective and leaked blood. The following information was provided by the initial reporter, translated from (B)(6) to english: "we have often observed a failure in the catheter-extension connection. Even when tightened, the "loose" thread often leaks out contrast and blood. I don't know if this failure is due to the tip of the catheter or the thread of the extension. Customer informed by phone that they use a gabmed extension, she is not sure in how many units happened. There was no harm to the patient or healthcare professional. There was leakage of contrast and blood in the device."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 1/25/2021 h.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received five unopened units. During the visual/microscopic examination it was observed that there was no damage to the luers or threads of the devices. An air/ water leak test was performed. No leakage was observed in the representative units. The units were also connected to a q-syte and the test was repeated but no leakage was observed. Bd was not able to confirm the reported defect in the samples that were provided. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter adapter was defective and leaked blood. The following information was provided by the initial reporter, translated from portuguese to english: "we have often observed a failure in the catheter-extension connection. Even when tightened, the "loose" thread often leaks out contrast and blood. I don't know if this failure is due to the tip of the catheter or the thread of the extension. Customer informed by phone that they use a gabmed extension, she is not sure in how many units happened. There was no harm to the patient or healthcare professional. There was leakage of contrast and blood in the device."